Manufacturer narrative:
(B)(4): expiration date lot 6741796: august 01, 2021. Expiration date lot 7326186: march 01, 2023. Device was not explanted. Manufacture date lot 6731912: august 01, 2011. Manufacture date lot 7307460: march 13, 2013. A review of the device history records for both lots showed there were no issues during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The locking screw at the left side was found to be coming off by computerized topography scan.

Manufacturer narrative:
A device history review was requested for lot numbers 6741796 or 7326186. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that devices have been used for a rheumatism case. The complaint received states that fixation at occipital-c6 was successfully completed. At a later date, the locking screw on the left side was reported to be loose as well as the screws at c3-c4. The screws were retightened with a driver. No additional information is available at this time. Device will be returned for investigation. This is report number 1 of 3 for (B)(4).